Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a keypad anomaly. The buttons sometimes did not work. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed leak test. Device received with intermittent buttons, problem isolated to keypad assembly. Device received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Device received with missing display window cover. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.